Event description:
No additional information.

Manufacturer narrative:
Pr (B)(4) - follow up MDR for device evaluation. No product or photo was returned by the customer. The customer complaint of occluded flow could not be verified due to the product not being returned for failure investigation. Device history record review for model 10942011 lot number 23085012 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10aug2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module infusion set was occluded the following information was received by the initial reporter with the verbatim infusion not flowing with glass bottles.